Event description:
A (B)(6) advia centaur xp hcv result was obtained on a patient sample. Repeat testing was performed for the patient sample and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus.".